Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the surgeon is concerned that the lens cut may be too deep into the lens based on the placement of control points with the laser. The surgeon made the observation while removing the lens in the operating room. There was no patient harm. Additional information requested but is not available.

Manufacturer narrative:
The company service representative examined the system and confirmed but was unable to replicate the reported event. As a preventative measure, the company service representative calibrated the energy settings and adjusted the offset. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).